Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as due to a cold; however, this could not be medically confirmed. It was not reported if the patient was hospitalized for the event. The patient was treated with anti-inflammation drug (drug name, dose, route, frequency, and duration not reported) for peritonitis. Initially pd therapy remained ongoing, however, on an unreported date pd therapy was discontinued (no further details provided). The patient's recovery status and outcome of the event were not reported. No additional information is available.